Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. Approximately one month later the patient was hospitalized with renal failure. The patient's spouse alleged that the renal failure was due to the infection.